Event description:
As reported: "t2 alpha femur retrograde distal targeting attachment malfunctioned and would not attach to nail holding jig unless great force was applied. Once attached, with great effort, it could not be removed. Could not utilize proximal targeting attachment, also had to acquire various additional x-ray angles to properly ascertain nail placement, since we could not remove distal targeting attachment. Both of these caused a prolonged procedure of 30 min."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Visual, functional and dimensional inspection was not possible due to missing item. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Labelling requires lubrication of all movable parts after re-processing. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient should be treated using above target device which would not attach to nail holding jig unless great force was applied. Once attached, with great effort, it could not be removed. Those attempts had caused delay of approx. 30 minutes which is within estimated risk assessment. With available information a real root cause could not be determined. It could not be figured out if lubrication was missing after re-processing. In case of a manufacturing issue the event would be covered by already filed nc. With available information a product deficiency was not verified.

Event description:
As reported: "t2 alpha femur retrograde distal targeting attachment malfunctioned and would not attach to nail holding jig unless great force was applied. Once attached - with great effort - it could not be removed. Could not utilize proximal targeting attachment, also had to acquire various additional x-ray angles to properly ascertain nail placement, since we could not remove distal targeting attachment. Both of these caused a prolonged procedure of 30 min.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.